Event description:
IV tubing separation reported. Report received from abbott international affiliate, abbott canada, states: "pt had a central line when tubing broken at the proximal end and the central line. The bandage and catheter were intact. The reason for the break is unk. Air entered the central (venous) line, and the pt experienced severe respiratory failure (i.e. A code 99 was called). Pt was then transferred to ICU." Further info received states: "the tubing came apart at the junction between the needle and the y-site. This is a spontaneous situation. There was no nurse or doctor present in the room when the pt experienced respiratory arrest. The nures acted quickly due to the fact that the pt's room was close to the nurse's station and they noticed something odd about his breathing, and rushed in to check on the pt when they noticed the incident. The pt was treated promptly and transferred to the ICU and recovered without sequelae. The pt was released from the hospital 48 hours after the incident." No further pt info was available. Additional info has been requested. If any further info becomes available, it will be forwarded to the agency.